Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter alleged moisture behind the display and in the battery compartment. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up # 2 date of submission 10/07/2016 ¿ correction: the serial number for this pump is (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 10/3/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: pump does not power on. Unable to attach download files & perform all steps due to no power. Evidence of moisture behind display lens. Leak test failed due to bolus button leak & case crack leak. Opened pump; evidence of moisture throughout pump internally. Audio bolus button cover damaged/punctured but responsive during investigation. Crack between case seal & keypad cover.